Event description:
The international service engineer reported the ventilator was showing a 35volt failure per the device event log. The service engineer reported the ventilator was not in use therefore there was no patient harm or involvement. Review of the event log indicated a 35 volt failure occurrence which may result in a shut down of the device during operation. The service engineer contacted the manufacturers product support who recommended replacing the cpu pcb board and the power management pcb board to address the reported problem.